Event description:
It was reported that the customer crashed while dirt biking and the pump touchscreen became shattered and unresponsive. There was no reported impact to the customer's blood glucose level. Reportedly, customer reverted to insulin pens for insulin therapy.